Manufacturer narrative:
Device is a product combination. Synergy ous mr 3.00 x 12 stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The first two stent struts on the proximal end were lifted and pulled in a distal direction. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified coronary artery. A 3.00 x 12mm synergy drug-eluting stent was advanced to treatment. However, during delivery, the device got caught and the stent struts part got lifted. The device was removed from the patient's body. The procedure was completed with another of the same device. There was no serious injury nor adverse effect reported.